Manufacturer narrative:
Updated field: e1-(initial reporter, site country), h6(type of investigation, investigation findings, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a lost ECG signal. There patient involvement is unknown. A getinge field service engineer, after testing found the cause of ECG signal loss was initially determined to be caused by the quality of the electrode sheet. The device passed the performance and safety tests specified by the factory. It is currently working normally and delivered to customers for normal use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit ECG signal was lost. The iabp was replaced to continue therapy. There was no patient injury reported .

Manufacturer narrative:
Due to character restrictions, initial reporter telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.